Manufacturer narrative:
Evaluation of the returned component found no significant mechanical damage, but there was apparent looseness at the taper junction between this components and the associated tibial tray. The loosening between these components is most likely a result of an insufficient or improper impacting of the tapers. The purpose of the stem is to provide diaphyseal support to the tray construct. If the components disassociate in vivo, it is likely that this would contribute to loosening of the tray. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011, due to pain. It was further reported that the femoral stem was loose and easily removed. The connection between the tibial tray and stem was also loose.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The tibial tray and bearing removed on (B)(6) 2011, were manufactured by biomet (B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." (B)(4).